Event description:
It was reported from the united kingdom that a patient experienced a revision surgery, of shoulder devices due to a dislocation. The shoulder was dislocating anteriorly. The glenosphere was removed and a large piece of bone from the greater tuberosity was found behind it. The surgeon cleared soft tissue around the glenoid and changed the 38mm glenosphere and +2.5mm liner to a 42mm glenosphere and +2.5mm liner. The implants will not be released from the hospital. "The patient was stable upon leaving the or and has been stable since surgery". There is no indication or complaint that the device malfunctioned. No additional information has been provided. This is one of three products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00904 and 1038671-2017-00906.

Manufacturer narrative:
After further review of additional information received the following sections b4, b5, b6, b7, d4. Expiration date, g3, g4, g5, g7, h2, h4 and h6 have been updated accordingly. In a review of the labeling it is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. Device specific risks that fracture, migration, loosening, subluxation, or dislocation of the prothesis or any of its components, any of which may require a second surgical intervention or revision. Revisions or surgical interventions are a known complication found in joint replacements. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of patient dislocation of the shoulder joint devices is most likely due to the patient's underlying conditions. This device is used for treatment, not diagnosis. 60+ yo, as reported. No information has been provided. Asked, not answered: a4, a5, a6. Corrected data: no device evaluation pending.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to dislocation.